Event description:
It has been reported to philips that fluoroscopy was not available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not available and there was issue with monitor screen. Review of log files showed malfunction and error on output voltage. The fse performed system troubleshooting and found that the voltage was not within specification and the flashlite high end showed errors on led's at bootup. The fse replaced the dcps (direct current power supplies) unit and flashlite high end kit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.